Event description:
During an implant procedure, a loss of capture, and a loss of sensing was observed on the right atrial (ra) lead. The right atrial lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of loss of capture and loss of sensing were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures. Hi-pot failure was revealed to be due to the inner coil being severely over-torqued at the connector region, which is consistent with procedural damage. Visual and x-ray inspections of the lead did not reveal any anomalies, except for procedural damages.